Event description:
This is filed to report death it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, enlarged annulus and enlarged atrium. Two clips (xtw and xt) were successfully implanted, reducing mr to a grade of 2. On (B)(6) 2022, the patient blood pressure significantly increased. Transthoracic echocardiography (tte) was performed, and it was observed the implanted xtw had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. It was noted the patient platelets were very low and an additional surgery was not possible. On (B)(6) 2022, the patient passed away. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) appears to be due to challenging anatomy. The reported recurrent mitral regurgitation (mr) was due to the slda. The reported hypertension appears to be a secondary effect of recurrent mr. The reported death was related to worsening patient condition after occurrence of slda. The reported patient effects of death, hypertension, mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated that ¿the mitraclip device was not likely a direct cause of the patient¿s death. The slda caused acute mr which resulted in acute severe chf (congestive heart failure) for which the patient could not compensate resulting in death. The sbp (systolic blood pressure) of 160 mm hg is unlikely to have been a cause of the slda.¿